Event description:
Pt was ready for ablation procedure using 3d mapping system. The mapping system did not function. The procedure continued with fluoroscopy, which failed. Radiology engineering ran diagnostics on the fluoroscopy unit and determined that a circuit board controlling the disk array within the viewing subsystems (visub) failed. It was replaced the next day and tested with no further failures. Three days later, a similar report was received on the same fluoroscopy unit and the procedure aborted. The MFR's service rep discovered another faulty circuit board within the visub. He ordered and replaced the circuit board the following day and the unit tested with no further failures. The first pt died three days later. The relationship of the device failure to outcome is unk.